Event description:
It was reported to boston scientific corporation that a rx needle knife sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation, it was noted that the needle of the device was bent when removed from the package. The procedure was completed with another rx needle knife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
A visual examination revealed that the distal tip of the device was damaged and the needle was retracted. A functional evaluation found that the needle extended out of the catheter when activated with the handle, but the extended needle was found to be bent 6 mm from its distal end. The needle extension measured approximately 6mm which meets the manufacturing specification. The condition of the returned unit was consistent with the complaint incident that the needle was bent. During manufacturing, tome devices are 100% inspected for cut wire/needle integrity and needle extension functionality so the bent wire is likely due to handling. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rx needle knife sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation, it was noted that the needle of the device was bent when removed from the package. The procedure was completed with another rx needle knife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.